Event description:
It was reported that the patient was experiencing inadequate pain relief due to spinal cord stimulation (scs) leads had high impedances. The patient underwent lead replacement procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was experiencing high impedances on the spinal cord stimulation (scs) lead. The patient underwent lead replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.